Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. Serial number unknown. The customer stated it could have been a settings issue or more likely patient error. The unit was ran in biomed for 3 to 4 hours with air intake covered. The filters were cleaned and the unit was put back into service and a week later still no errors were observed. The unit successfully passed the required performance verification test.

Event description:
The customer reported an error code blower temperature high was displayed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.